Event description:
It was reported that pump touchscreen became cracked and shattered after pump was dropped, and caller could not read or interact with screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.